Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed the pump was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the device had a descending alarm to eventual silence on power down. There was no patient involvement, no patient harm and no adverse event was reported.